Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26212. It was reported the patient was not receiving effective stimulation. Reprogramming was unable to resolve the issue. In addition lead diagnostics revealed multiple high impedances. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26212. Follow up information identified the patient underwent a trial procedure where a octrode lead was inserted next to the penta lead. In addition, surgical intervention is pending to revise the scs system. Follow up information identified the patient underwent surgical intervention to remove and replace the lead ( (B)(4)) and electively replaced the ipg to take advantage of new technology. The patient is receiving effective stimulation.